Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. At the routine 45-day follow-up, a device related thrombus was observed via transesophageal echocardiogram. The thrombus was laminar and biased toward the limbus. At the time the thrombus was discovered the patient was on warfarin and clopidogrel.